Event description:
Related manufacturer reference number: 2017865-2023-52500. It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) and atrial lead exhibited noise over-sensing. The rv and atrial lead were capped and replaced on (B)(6) 2023. The patient was stable throughout.